Event description:
Pt received cell saver infusion for low blood pressure 80/40 in or s/p bilateral knee replacement. Twenty minutes post-operatively, pt arrested. Autopsy report showed microscopic fat and bone marrow caused pulmonary emboli.